Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient¿s sensor failed. The patient was also wearing a tandem insulin pump. At an unspecified time later, the patient developed dka and was hospitalized. No other patient or event details were provided, including specific patient symptoms, treatment details, bg meter values, or length of hospitalization. The reporter also stated they were uncertain if the event was ¿related to the cgm sensor failure or a potential insulin pump issue, or another cause. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.